Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from france stating "bad quality of the sleeve, did not enter by a 1.8 mm incision. There was no patient injury." Additional information received states there have been incision enlargements due to this issue. Though requested the facility has not provided any specific information.